Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unreported number of clearlink system solution sets would not prime. Luer syringes are connected to the lower port to pull it down. The device was filled with albumin. The baxter representative instructed the staff to ¿squeeze the drip chamber after spiking the albumin bottle and the issue was resolved¿. There was no patient involvement. No additional information is available.